Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. Pfs alleges pseudotumor, dislocation, neurosensory deafness, loss of hearing, numbness, walking difficulty, and limb asymmetry. After review of medical records, patient was revised to address recurrent dislocation of the right hip. Operative findings stated that the patient has a defect in the anterior capsule where her previous metal reaction was. The stem was 20 degrees anteverted and was nicely fixed. The cup also was 20 degrees anteverted. The patient's posterior structures were very nicely scarred in with no defects. There was a large hematoma and swelling. Doi: (B)(6) 2012. (Head and liner). Dor: (B)(6) 2015. (Right hip). Doi: (B)(6) 2004. (Cup and stem). This pc is for the second revision of the right hip. See (B)(4) for the first revision.